Manufacturer narrative:
Complaint no: (B)(4). (B)(6). The device was received for evaluation. Visual inspection noted that the tubing was kinked just below the chamber and the walls of the tubing were touching at the location of the kink. The reported condition was verified. The kinked tubing was due to excessive solvent application at the tube to chamber junction. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing below the chamber of a solution set is sealed. This was observed when the device was removed from the packaging. There was no patient involvement. No additional information is available.